Event description:
It was reported that an ilet pump with alert 75 persisted despite multiple restarts and adequate battery, consistent with a mechanical problem related to a ¿vibe i2c power¿ alarm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified with the device consistent with the reported alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.